Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. Error codes 1840, 1860 and 1861 were found in the event log. A functional check was performed. The customer's reported failure was confirmed. Pump was found to be displaying "1840" error code message on power up when batteries are inserted. The root cause of the reported problem can be attributed to a faulty motor. The motor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error 1840. No adverse effects were reported.